Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files were read out and analyzed. During the investigation of the history log files it was possible to detect the reported infusion therapy. The selected syringe type was a terumo 50 ml syringe. Due the device history could be comprehended an infusion therapy with a flow rate of 1,3 ml/hr and a vtbi of 18 ml. The infusion therapy was finished without any problems. Four hours later a syringe change was performed. The same syringe type was selected. The syringe was filled with a volume of 1 ml. This could be identified due the memorized drive step position in the history log files. A new infusion therapy was started with a flow rate of 1,3 ml/hr without a vtbi. The sample was subjected to a visual and functional examination. During the visual inspection of the perfusor space, the seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. No visible damages could be detected. The functional test was performed. The device passed the self test with a positive result. The syringe, which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value was within specification (+-2%) (according to en iso 60601-2-24). For an inside investigation the device was disassembled. No damages or soiling could be detected. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get further information, we will send a follow-up report.

Event description:
As reported by the user facility of the sales organisation from (B)(6): the syringe driver was loaded with 20mls in a 50ml syringe. The rate programmed was 1.3ml/hour. Unfortunately the medication infused within a half an hour period (as opposed to 24hours).